Event description:
The user facility reported that a nurse was burned by the power cable when unplugging the console. There was no patient involvement, and no further details regarding the burn. There was no indication that any medical intervention was required as a result of this event.